Event description:
It was reported that during the incoming inspection of the device for a non-clinical activity at the service repair center, the sternal saw was missing the blade protector. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the quality engineer. The sternal saw will be sent to service to be brought to MFR's specs before being returned to the customer. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.